Manufacturer narrative:
Device problem code relates to the device component code for the reported event of core wire broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during flexible ureterorenoscopy (furs) procedure performed on (B)(6) 2018. According to the complainant, during the preparation outside the patient, the guidewire broke into two pieces. The procedure was completed with a second sensor wire. The patient's condition at the conclusion of the procedure was reported to be stable.